Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received unusual noise different from the normal rewind noises. Customer reported that the battery life diminished from the first day, some batteries lasting less than seven days and insulin pump ump rejects some new batteries. Customer reported that the insulin pump had to rewind more than once and rewind was slower and had an unexplained and random no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.